Manufacturer narrative:
(B)(4).

Event description:
It was reported that the device displayed start sensor during a sensor session. The sensor was inserted into the arm on (B)(6) 2021. Data was provided for investigation. Confirmation of the complaint was not confirmed via data. The probable cause could not be determined via data. In addition, a transmitter failed error was found in connection to the reported allegation. No injury or medical intervention was reported.

Event description:
The sensor was inserted into the abdomen on (B)(6) 2021.

Manufacturer narrative:
(B)(4).